Manufacturer narrative:
H10: a voluntary recall has been initiated for the venovo¿ venous stent system 9f which was product catalog/lot number specific. Reportedly the proximal end of the stent does not immediately expand upon deployment. The proximal end of the stent remains connected to the delivery system. As a result of the field action, this event is being reported as a malfunction reportable event. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided images demonstrate the placed stent before and after additional treatment. The stent is deformed at one end like a dent but is open after additional treatment, as reported. A more detailed description is not possible with the single view image. The investigation leads to confirmed result for stent deformation. The vessel reportedly was not difficult, and the stent could be placed without irregular strut pattern. Pta was performed with 10mm, 12mm, and 16mm. Based on the investigation of the provided information, the investigation is closed as confirmed for stent strut deformation at one end. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use state: 'predilation of chronic lesions with a balloon dilatation catheter is recommended. If performed, select a balloon catheter that matches the size of the reference vessel.', and 'post stent expansion with a balloon dilatation catheter is recommended.' A stent size selection table is part of the instruction for use describing the relationship between reference vessel diameter and unconstrained stent inner diameter h10: b5, d4 (expiration date: 08/2024), g3, h6 (device). H11: e1, h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the right iliac vein through the right popliteal access, the proximal part of the stent allegedly would not open. It was further reported that the stent was further ballooned, and a few strings were ripped to keep it open. Reportedly, the flow was good, and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
H10: a voluntary recall has been initiated for the venovo¿ venous stent system 9f which was product catalog/lot number specific. Reportedly the proximal end of the stent does not immediately expand upon deployment. The proximal end of the stent remains connected to the delivery system. As a result of the field action, this event is being reported as a malfunction reportable event. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure in the right iliac vein via the right popliteal access, the proximal part of the stent allegedly would not be opened up. The procedure was completed using another device. There was no reported patient injury.